Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, a 5.5 cm cuff, a pump, and a balloon. The patient was reported to be recovering after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed after the product has been returned, and the product analysis has been completed.